Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached images confirmed a disassociation event. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no lot number available for lot search.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "acetabular liner dissociation: a comparative study of two contemporary uncemented acetabular components" written by david p. Gwynne-jones, ma, bm, bch, frcs, fracs (orth) and adeel memon, frcs published by arthroplasty today accepted by publisher on 18 april 2020 was reviewed. The article's purpose was to compare experience with 2 similar contemporary third-generation modular acetabular components used over the same time period from the same center. Data was compiled from two groups with the first group containing depuy products. All products were uncemented. Within group 1, revisions for disassociation were captured by patient with patient identifiers in table 2. This complaint captures the generalized adverse events for group one and the 6 individualized patients with identifiers. Depuy products of group 1: corail stem, pinnacle cup, metal head, poly liner. Generalized adverse events: recurrent dislocations and instability (treated by revision), deep infection (treated by debridement and exchange of head and liner), loose uncemented stem (treated by revision). Individuals with revision for disassociation: (B)(6) male received liner change 12.3 months post implantation. (B)(6) male received liner change 13.1 months post implantation. (B)(6) male received liner change 4.43 months post implantation. (B)(6) male received cemented liner in existing cup and stem revision for impingement 58.3 months post implantation. (B)(6) male received liner change 130 months post implantation. (B)(6) female received liner change 5 months post implantation.